Event description:
There was a misfire of the stapler during the jejunojejunostomy. The device would not staple the tissue and the staples were breaking off. The device was removed from the sterile field and tested. The surgeon proceeded with regular sutures in lieu of staples. A new device was prepped and made available to the surgeon. Upon testing, it was discovered that the staple reload was faulty. The device worked correctly when a different reload was inserted. There was no harm to the patient in this case since an alternative suture method was used.